Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory b3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that for about the past 3 days, they have been having trouble charging their controller. Patient stated they were able to charge their implanted neurostimulator, but when they try to charge the controller from the ac power supply, the controller will not connect to charge; issue had been intermittent and pt was unplugging and plugging back in the ac power supply and sometimes the ac power supply would charge controller. Pt said the controller would sometimes hesitate and then would charge. Patient service specialist had patient reset the controller, and after resetting, patient plugged in the ac power supply cord without the li battery pack installed in the controller, but controller screen remained dark. Then, the pt installed the li battery pack and controller turned on, but was not charging even though the ac power supply was plugged in. No damage to the ac power supply cord was noticed on call. An email was sent to the repair department to replace the ac power supply cord.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via patient letter. Patient confirmed their weight at time of event was 165 pounds.